Event description:
Complainant alleged that during functional testing, the device would intermittently not power up, prompted a "unit failed" message and restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problems were not observed or verified during evaluation. The device was subjected to full testing without duplicating the report. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.